Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: an advanix biliary stent was received for analysis. Visual examination of the returned device found the guide catheter detached, the pull wire was detached, and the guide catheter was kinked. After destructive test, it was observed that the device hypotube from the pull wire was assembled correctly into the black guide catheter. The stent suture hole and push catheter suture hole were also torn. No other damages were noted to the delivery system. The reported event of guide catheter break was not confirmed as it was observed that it was not the guide catheter the part that was detached. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure. It is possible that the tortuosity, and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the bile duct for bile duct drainage during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed in the patient's bile duct; however, the guide catheter got detached from the entire device. The detached catheter was removed using a foreign body forceps without mobilizing the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the bile duct for bile duct drainage during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed in the patient's bile duct; however, the guide catheter got detached from the entire device. The detached catheter was removed using a foreign body forceps without mobilizing the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.